Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with an implantable neurostimulator (ins). It was reported that the device was not working properly. The patient wanted to know how to resolve it. No further complications were reported or anticipated.